Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was continuously beeping. They also reported that the insulin pump had pump error alarms but was able to cleared it. The insulin pump was passed in displacement test and self test. No harm requiring medical intervention was reported. The device will be return for further analysis.